Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the haptic kept coming off/tearing after gore-tex suture placed. The iol was exchanged with another lens during initial procedure. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Both haptics are broken in the gusset area (not returned). Product history records were reviewed and the documentation indicated the product met release criteria. Broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).